Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during initial pump training, the wake button became stuck and unresponsive. In addition, an alarm was triggered although the customer confirmed the pump was not in a case, and button was not pressed by other objects. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 189 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.